Manufacturer narrative:
(B)(4). Review of operative notes confirms that the patient underwent irrigation and debridement of the left hip with revision of the surgical wound. Patient developed breakdown of incision. Antibiotics and dressings failed to heal area, preceded with I&d. No drainage, but wound edges dehiscence. Initial necrotic tissue excised, in the fascia layer, noted seroma-type fluid collection with wbc of 7800, which was removed and irrigated. Tensor muscle was found intact. Wound closed and wound vac placed superficially. Surgeon diagnosis of non-healing wound. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05008; 0001825034 - 2018 - 05009; 0001825034 - 2018 - 05010.

Event description:
It was reported patient presented with wound breakdown approximately one week after left hip arthroplasty. Initially treated conservatively with dressing changes and oral antibiotics. No significant drainage, edges did start opening up further. Patient subsequently underwent irrigation and debridement with a wound vac. Cultures revealed coagulase negative staphylococcus and enterococcus. Infection care was managed by infectious disease. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.